Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to have injected a patient in the lips with 1 ml of juvéderm® vollure® xc. Almost 4 months after the injection, the patient reported to the injector a ¿localized enlargement of previously placed filler¿ in the bottom left lip. The patient described it as the size of a pea that grew into the size of 2 peas overnight. Patient then developed nodules in upper lip, about ½ size of a pea. There were 4 nodules in total at the injection site. On this day, the patient was advised to gently massage the area with hydrocortisone ointment and take 2 benadryl® tablets. On the following day, the patient reported that the ¿bump was almost totally gone¿ upon waking up, but after a morning of ¿hand-man work¿ around the house, it was swollen again. The patient attended to the injector¿s office for evaluation. The patient reported to have done the advised massage, but not with hydrocortisone ointment and did not take the benadryl®. The lesion was evaluated to be 1 x 0.5 inches and firm to touch in the bottom left lip. The patient emphasized to like the lips and not to want them dissolved if didn¿t have to. Medrol® dose pack was prescribed. The patient was advised to take it along with benadryl®, and lightly massage with hydrocortisone again that night, then ice before bed. On the next day, the patient reported that the lesion was a little bigger. The patient reported not to have taken the medrol® dose pack but did take the benadryl® the night before with no effect. The patient was ¿strongly encouraged¿ by the injector to take the medrol® dose pack, use topical hydrocortisone ointment and 2 benadryl®. The patient was advised to dissolve the filler again. The patient wanted to wait until after the holidays but ensured the injector that the medrol® dose pack and ointment would start that night. Initial swelling subsided. On the next day, the patient reported that the lesion was the same size as the day before. 6 days later, the patient attended the injector¿s office and was treated with 3 units of hylenex®. Upon observation, the swelling seemed to have gone down, but a large firm lesion remained and there was 1 firm area in each quadrant of the lip except the right upper lip. The injector informed the patient that would swell and advised to take benadryl® as needed x 3 days. Follow up in 3 days was planned. Over a week later, the patient was treated with a facial (¿cc, iluma powder, o2 lift enzyme mask and oxygenating mask, stem cell enhancer, max cream, ep30, sanitas eye¿) and 7 units hylenex® were injected before etoh wiped. On this day, the lesion had decreased in size and firmness but a large firm lesion remained and there was 1 firm area in each quadrant of the lip except the right upper lip. The injector informed the patient that would swell and advised to take benadryl® as needed x 3 days. Follow up in 2 weeks was planned. In about 2 weeks the patient was treated with 40 units of hylenex®; the treated areas were wiped with etoh. The lesion had decreased in size and firmness but a moderate size firm lesion remained and there was 1 firm area in each quadrant of the bottom lip with one in the central left upper lip. The injector informed the patient that would swell and advised to take benadryl® as needed x 3 days. About a week later, the patient was treated with 80 units of hylenex®. The lesion had decreased in size and firmness, but a small firm lesion remained and there was 1 firm area in each quadrant of the bottom lip. The injector informed the patient that would swell and advised to take benadryl® as needed x 3 days. The injector believes to have been too deep in the muscle with the cannula injecting product in the muscle. The symptoms have not resolved. The size of the 2 remaining lesions have reduces by 80-90%, but still remain.